Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2015. According to the complainant, the physician reportedly used two vicryl purse string sutures around the cervix to support cervical seal. At four minutes into the ablation phase of the procedure, three fluid loss alarms were observed and the machine initiate to system shutdown after receiving the third alarm. It was reported that the patient sustained first to second degree burn with redness and small amount of whitening on the internal posterior wall of the vagina. No information was provided if the burn required treatment. Due to this event the procedure was not completed. The patient's condition at the conclusion of the procedure was reported to be "okay." An additional attempt has been made to obtain follow up event details with no response from the clinician.